Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a peritoneal dialysis catheter. The customer states the catheter was placed on an (B)(6) pt. A hole developed and was repaired. The pt developed peritonitis was prescribed antibiotics.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.